Manufacturer narrative:
Medtronic representative went to the site to test the equipment. Testing found that the system front casters raised high when the lift and shift feature was selected. Motion batteries got drained abnormally fast. Troubleshot motion batteries and found 2 weak cells. Replaced all motion batteries, tightened the lift and shift wheels, and tested the system. Issue was resolved and system passed all tests. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that a colleague notified him, that while in the or, she received a battery error message when turning on the imaging system. The system was left on overnight. He wasn't sure at what point that morning the system was turned off, but when the system was turned on, an error message was displayed. There was no patient present when this issue was identified.